Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit is not pumping properly. There was no patient harm reported.

Manufacturer narrative:
It was being reported that during a routine check the cardiosave intra aortic balloon pump (iabp) had an issue regarding the "pump not working". A getinge field service engineer (fse) tested the unit in which all the functions are good and ran pm. The equipment had passed all functional testing. There was no patient injury.

Event description:
N/a.